Event description:
It was reported to adac that the dosimetrist was running brachy-therapy lung case with 12 sources using orthogonal films with the magnification factor of 1.47 and 1.55. The system would not accept the 12th source as it is considered out of error tolerance. The system appears to not be taking different magnification factors into account and placing source or points correctly. There were no reports of injury due to this issue.